Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook (B)(4), lot number 73c1500433 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the rubber bands are breaking. The patient's condition was reported as fine.